Manufacturer narrative:
Evaluation summary: the devices were in vivo for approximately 7 months. It was stated that fibrous in-growth to the tibia was noted, but that there was no bony in-growth to either component. When the bone fails to in-grow into an implant, a fibrous interface develops between the bone and implant. In some cases the implant is able to move which can cause the patient to have pain. Proper in-growth of bone into the fibrous metal implant is dependent, but not limited to many factors such as proper bone fit, bone quality, patient weight and activity levels, and patient rehabilitation regimen. No product was returned for evaluation. Also, no x-rays were returned for review. Based on the available information a definitive cause can not be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of the product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported by the patient that he had a total knee arthroplasty in 2007 and was revised seven months later, due to the tibial baseplate and femoral component being loose. The patient was also experiencing pain. During the revision, it was noted that there was no bony ingrowth on the tibial baseplate or femoral component.